Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to a sales representative and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female patient who received three sessions of poly-l-lactic acid (sculptra) therapy: (B)(6) 2008. The treated areas were the cheeks and perioral areas. Relevant medical history and concomitant medication info were not mentioned. On an unk date, hard patches at the injection points were detected during her last check-up by the physician. These patches were detected by touch, were visible, and of several centimeters in size. Corrective treatment: the patient started 7-10 days of massage treatment and is progressing favorably. (B)(4). Reporter's causality assessment: possible.